Manufacturer narrative:
Continuation of d10: product ID tm91d0 serial# (B)(6) product type accessory product ID wr9230 serial# (B)(6) product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient that while cause was not know for sure, they attributed it to user error.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided indicating that the patient called back and repeated prior information about memory challenges related to parkinson¿s disease and past difficulty connecting to charge the implant, noting that the recharger may have been positioned upside down previously. During the call, the patient was successfully charging with the ins battery at 90%, and after reviewing recharging education and repositioning, an excellent connection was achieved and the battery reached 100%. The patient also reported having seen a ¿communicator not found¿ message in the past; after closing the recharger application, attempting connection through the therapy application, and performing a hard reset of the communicator, the patient successfully synchronized with the ins, therapy was confirmed to be on, and additional equipment education was reviewed.

Event description:
The patient called back and said they had been charging their stimulator (which had started at 30% charge ) and they'd waited an hour and a half and they were only up to 60% charge and they wanted to know if that was normal. The patient said the "connection, it found a matchup or whatever if it's pulsing and then it beeps". Patient services reviewed if the recharger was beeping then it wasn't charging and the patient then said it wasn't "beeping" it was "just flashing," but it wasn't quite clear what they had been doing as they charged. At the time of the call, the patient said the recharger was doing "nothing" and that it "must have went off". Patient services had the patient "close all" applications and enter into the recharger application and turned the recharger on. They saw the recharger serial number and then the screen changed and said 'searching for device'. The recharger did an ascending beep indicating it connected to charge the ins but the application never showed the ins battery status and still showed 'searching' and then the recharger lost connection to the ins and started beeping again. The patient moved away from electromagnetic sources and they connected to the ins to start a charging session and saw the ins was at 60% with good connection. Patient lost connection to the ins again and then they got open loop charging. The patient then connected to charge and the ins was again showing 60% charge with good connection. Patient confirmed they were on fastest/warmest speed. Patient's ins increased up to 70% on the call and the patient continued to stay connected and charging. Troubleshooting steps taken on the call resolved the reported issue. Patient services reviewed best practices for charging as well as reviewed communicator maintenance considerations. The patient was going to continue charging their ins to completion by call's end. Patient may call back in the future for more assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.